Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a leaking insulin cartridge, the user experienced high blood glucose while using the ilet and temporarily transitioned to multiple daily injections with subcutaneous insulin before resuming pump therapy with a guided supply change and no further evidence of leakage. Symptoms included hyperglycemia (600 mg/dl) with associated headache and sleepiness. Outcomes included a delay to therapy while the user remained on backup injections. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device component implicated, and the medical device problem remained unspecified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.